Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly, failed battery and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on screen and was unable to see screen and insulin pump rejected new battery. The customer reported that the button on far left stuck and also had moisture on the screen button error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify failed battery alarm and missing segment or partial display due to unresponsive buttons. Device received with minor scratched lcd window, (B)(4).